Event description:
It was reported that the 9900 system had a overload fault error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The transformer was replaced and the filament was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.